Event description:
It was reported the unit would not power on. Eval confirmed a broken switch power button, with damage that exposed high voltage electrical components. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: high voltage components within finger's reach of the crack/hole.